Event description:
It was reported that during a halfway into case the surgeon noticed that the patients operative shoulder was beginning to swell due to extravasation. He requested to his assistant to reduce the pressure ( was running on 40mmhg), assistant reduced the pressure to 30mmhg. Extravasation continued rapidly, surgeon removed the trocar and cannula from the patient with fluid still running, fluid flow was extremely fast out of trocar at 300mmhg. The surgeon requested the pump to be stopped and returned to the hospitals typical fluid pump system ( linvatec 10k).

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the patients operative shoulder was beginning to swell due to extravasation. A visual inspection was performed and showed there were no indications of damage or misuse. Functional inspection was performed and indicated the returned device passed all criteria. This included a pressure test with a result of pass. No manufacturing related defects were observed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.